Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes territory manager reported via phone call low blood glucose levels. Customer's blood glucose level was 11 mg/dl. Customer's blood glucose level went severely low and paramedics arrived due to severe hypoglycemia. Customer's blood glucose level was 89 mg/dl at the time of call. Customer declined to troubleshoot for their low blood glucose levels. The insulin pump will not be returned for analysis.